Manufacturer narrative:
(B)(4). On an unknown date reported as ¿one to two weeks ago¿ in (B)(6) 2015, the patient was diagnosed with a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a left-sided inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the inguinal hernia was unknown. It was unknown if the hernia had worsened with peritoneal dialysis therapy. The hernia was manifested by pain. One day after the initial receipt of this report, the patient was hospitalized for the manifestation of the event. Four days after the initial receipt of this report, the patient was scheduled to undergo a hernia repair surgical procedure. Dianeal therapy was ongoing. At the time of this report, the patient had not yet recovered from the hernia. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported on an unknown date, reported as ¿about a month ago¿ the hernia worsened. Seven days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not received, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.